Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 13jul2017 to assess the testing instrument in question. The fse found the instrument to be operating as expected. Immucor technical support used a remote electronic connection method on 12jul2017 to assess the instrument test well image in question, which appeared visually with a smaller red blood cell button and with a slight red tinge around the button background, and with slight red blood cell adherence.

Event description:
On (B)(6)2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.